Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that he programmed the insulin pump to deliver 25 units, but the insulin pump would stop insulin delivery at 2 or 8 units. He stated that the insulin pump stopped delivering without any alarms. He stated that he used to receive alarms at night. He was unable to determine the issue. The customer's most recent blood glucose was 390 mg/dl. He stated that his blood glucose had ranged between 120 mg/dl to as high as 420 mg/dl. He stated that the insulin pump did not show any deliveries for the last few months. He declined troubleshooting, stating that he was unable to read the information on the screen, since he was not fluent in english, and requested replacement of the device. He was advised to revert to a back-up plan but stated that he did not have one. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.